Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machines were in critical override. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist dial-in the station to validate the status and confirmed the device no longer in critical override. The system functioned as intended after the technical support specialist investigated the device.